Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, after removal of gallbladder, there were issue in loading the clips and the device component fell into the cavity of the patient that was not able to retrieved. The surgeon used new clip applier to complete the case.